Event description:
It was reported that when using the bd pyxis¿ es server user had two medical record numbers and selected the wrong one for discharge. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user selected incorrect medical record number for discharge. A technical support specialist provided steps from knowledge article patient discharged in error how to re admit patient cancel discharge a013 didn't work and the customer made changes and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.